Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a new pump stopped working overnight. The patient woke up at 5 am and was pale; the infusion stopped working at some point overnight and the patient could not hear it beeping. According to the reporter, the device was beeping and it said "stopped" on the screen. Also, according to the reporter this issue occurred with 2 pumps that were replaced. The patient was able to finish the infusion using a new pump. No patient injury was reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Product is beyond a years from manufacture date of 8-apr-2021 and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service previously. B3 unknown.